Event description:
Reported by surgeon: the internal brace is made up of one 4.75mm corkscrew anchor that goes into the talus, one 3.5mm corkscrew anchor that goes into the fibula, with both connected to each other with fibertape. The 4.75 corkscrew anchor uses a one time use drill and tap that are both labeled "for 4.75mm anchor." Likewise the 3.5 corkscrew anchor uses a one time use drill and tap that are both labeled "for 3.5mm anchor". All of the drills, taps, and anchors are packaged together in the arthrex internal brace set. Surgeon drilled using the labeled drill and tap "for 4.75mm", then placed the 4.75mm anchor into the talus with the attached fibertape. The anchor seated completely and had no issues. Then the fibertape was run through the 3.5mm anchor. The fibula was drilled and tapped using the included drill bit and lap labeled "for 3.5mm anchor." At this time, the anchor was inserted ito the fibula and advanced into the bone. The 3.5mm anchor went in halfway, then cracked down the length of the implant. The implant was loose and was removed from the bone. At this time the rep from the company started to drill using the larger drill that was included in the set labeled "for 4.75 mm anchor." Surgeon proceeded to drill with this larger bit and tapped with the tap "for 3.5mm anchor." After this, a new 3.5mm anchor was used that seated in the fibula without any issues. After surgeon talked to the rep from arthrox, the rep stated that even though the larger drill bit is labeled as "for 4.75mm anchor," that it is used for both the 4.75mm and 3.5mm anchor in hard bone. I stated that this was confusing that this drill-bit should be labeled "for use with 3.5/4.75 mm anchor." The company rep stated he will forward this to the design team.